Manufacturer narrative:
The customer cancelled the service call . The reported problem was resolved by the customer after a reboot of the system. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently returned to the boot screen, displayed the oec log and required a reboot to regain functionality. No patient serious injury or death was reported related to this event.